Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Passed self test. No unexpected missing segment/partial display anomalies noted. Insulin pump received with cracked case at the display window corners and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 50 mg/dl at the time of incident. The customer declined troubleshooting for low blood glucose level. The customer was treated with glucose and food. Customer stated that the insulin pump display did not return to normal and cannot the read the screen. Customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.